Event description:
The patient reported that he was having increased/aggressive seizures and needed his battery replacement. The manufacturer's battery life calculation based on available programming history predicted that the depletion of the patient's generator battery was not unexpected. The doctor reported that the replacement referral was due to battery depletion. However at patient's generator replacement surgery, it was determined that the generator was functioning normally and that the generator battery was ok. The patient's generator was replaced prophylactically. Product return is not expected per historical hospital return policy. No further relevant information has been received to date.